Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient went to the emergency room with hyperglycemia and dehydration. Patient's bg (blood glucose) values reached 672 mg/dl when she arrived at the ER. For treatment, ER provided subcutaneous shots of insulin totaling 6.75 units. Patient was also given 2 bags of IV saline fluid. The patient's blood glucose history is as follows: time: 8:51am, bg(mg/dl): 160; 1:56pm, 331; 6:31pm, 500; 8:28pm, high (>500mg/dl); 10:16pm, high.